Event description:
During coil embolization of the aneurysm, resistance was felt during advancing the coil through the middle of the microcatheter (mc). Reportedly, continuous flush was maintained within the mc. The delivery system and mc were removed as one unit from the patient's vessel without any problem. Another mc was used to complete the procedure without any patient complications.